Manufacturer narrative:
Device photograph(s) for the device related to the reported event of rupture and anxiety-product/procedure, was reviewed on feb 09, 2022. Visual analysis of the photographs identified; broken shell and white biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture of a textured implant. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1.

Event description:
Healthcare professional reported left side rupture of a textured implant. The device was explanted.